Event description:
Reporter stated that the pump was involved in an incident at a nursing home and hospital. The infusion facility (facility) that owns the device, reported the information regarding the incident and the patient outcome. The hospital refused to release the device or any information, and requested documentation regarding what information can be accessed through the pump's log. Additional information from the nurse at the facility indicates the pump was sent to the nursing home with a back up pump for dilaudid administration. The nursing home called the facility for another bag of dilaudid but pharmacy asked for another prescription. New prescription was written by nurse practitioner but delivery was changed from 20mg/hr to 20ml/hr. Pharmacist noted the difference, attempted to contact nursing home, but received no answer. Pharmacist then filled the prescription per the original order with delivery at 20mg/hr and sent bag to the nursing home. Reportedly, the nurse hanging the medication reprogrammed the pump to deliver at 20ml/hr. The dilaudid concentration was 20mg/ml. After 6 hours, the nursing home noted that the patient had received 3200mg of dilaudid. Patient was somnolent but responsive. Patient was given narcan (dose unknown) and sent across the street to the hospital. Reportedly, the emergency department physician did not feel patient exhibited signs of such a large overinfusion of dilaudid. No patient injury noted. Patient returned to nursing home. Facility nurse noted that a state regulatory agency and dea were called in regarding a possible dilaudid diversion. The pump was seized by dea.